Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. The patient remains on lvad support. Additional information was requested but was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had underwent a recent pump exchange on (B)(6) 2018 due to signs of hemolysis. The patient was in for a routine clinic visit, and was found to have elevated lactate dehydrogenase. Additional information was requested but was not provided.